Manufacturer narrative:
(B)(4). The customer returned a guide wire and an 18ga introducer needle. The wire was kinked approximately 4.5 cm from the distal end. The distal end of the guide wire was stuck in the needle and could not be removed. By design, this wire has a safety ribbon welded at both ends and a core wire that is welded at the proximal end, but does not extend fully to the distal end. The safety ribbon was separated from the weld at the distal end. It could not be determined if the distal weld was present since the distal end of the guide wire was stuck inside the needle. The safety ribbon measured 70.3 cm in length, which is consistent with the graphic. Based upon the measured length of the broken safety ribbon, no pieces appear to be missing. The outside diameter (od) measured 0.949 mm, which met specification. The ID of needle cannula at the tip measured 0.041", which also met specification. A manual tug test confirmed the proximal weld was intact. A review of the device history records (DHR) for the guide wire and introducer needle did not reveal any manufacturing related issues. Other remarks: the IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled during use was confirmed through evaluation of the returned sample. The safety ribbon separated from the distal weld and the distal end of the guide wire was unraveled. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the sample and the report that the guide wire advanced 20 cm through the needle before resistance was met, it was determined that operational context caused of contributed to this event.

Event description:
The customer alleges that the wire was inserted through the needle and advanced about 20 cm and a resistance was felt. The user tried to manipulate the wire to overcome the resistance without success. The wire was pulled back and again resistance was felt. The wire and the needle were removed together. It was noted that the wire had unraveled. A new kit was used successfully.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the wire was inserted through the needle and advanced about 20cm and a resistance was felt. The user tried to manipulate the wire to overcome the resistance without success. The wire was pulled back and again resistance was felt. The wire and the needle were removed together. It was noted that the wire had unraveled. A new kit was used successfully.